Event description:
It was reported that the right ventricular (rv) lead exhibited low sensing, intermittent t-wave oversensing, decreased impedance, and increased threshold. The physician stated that the changes in measurements could be due to ischemia. The pace/sense portion of the lead was capped and the high voltage portion of the lead remains in use. A new pace/sense lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.